Event description:
It was reported that the customer experienced issues with the prime process for the insulin pump. The customer stated that insulin was not squirting out but that the reservoir was leaking insulin. The customer's blood glucose was 46 mg/dl. The customer treated her blood glucose with glucose tablets. Troubleshooting was done. The customer further stated that she could see a gap between the reservoir and the piston. The customer stated that there was insulin in the reservoir compartment. Upon checking the alarm history, the customer stated that she had received the no delivery alarm, the check settings alarm and an empty reservoir notification. Advised customer to monitor the insulin pump. While troubleshooting for the no delivery alarm, the customer found that the reservoir was empty. The customer stated that the leak from the reservoir occurred at the o-ring assembly and past the second o-ring. Advised that replacement supplies would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.